Event description:
This report includes updated event description information and updated coding. In the chinese literature review, one publication states that: to conduct a retrospective analysis of the clinical characteristics, procedural safety, and efficacy of onestop therapy combining catheter ablation and left atrial appendage occlusion in patients with non-valvular atrial fibrillation at xinjiang uygur autonomous region people's hospital. Study enrolls 240 patients. The device implantation success rate was 99.6% (239/240). One cardiac tamponade which required intervention and one pericardial effusion at the 1-3 month post-operative follow-up were reported. The physician does not allege the brk transseptal needle caused or contributed to the reported cardiac tamponade or pericardial effusion. Additionally, there were no performance issues with the brk needle.

Manufacturer narrative:
Additional information: b5, g3, h2, h6, h11.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
In the chinese literature review, one publication states that: to conduct a retrospective analysis of the clinical characteristics, procedural safety, and efficacy of onestop therapy combining catheter ablation and left atrial appendage occlusion in patients with non-valvular atrial fibrillation at xinjiang uygur autonomous region people's hospital. Study enrolls 240 patients. The device implantation success rate was 99.6% (239/240). One cardiac tamponade which required intervention and one pericardial effusion at the 1-3 month post-operative follow-up were reported.